Event description:
It was reported that patient experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset using troubleshooting script, successfully reset pump, and was able to start new sensor session, resolving issue.